Manufacturer narrative:
Device evaluated by MFR.: based on the potential root causes identified and the complaint report, the following attributes were examined: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 230mm distal from the strain relief. A visual and tactile examination found damage to the outer and inner wire lumen 62mm proximal from the distal edge of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 83% stenosed 14 x 3mm target lesion contained less than 45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending(lad) artery. Following pre-dilation, a 3.00x16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon device removal, the stent was noted to have deformed and lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that stent damage occured. The 83% stenosed 14 x 3mm target lesion contained less than 45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending(lad) artery. Following pre-dilation, a 3.00x16mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. Upon device removal, the stent was noted to have deformed and lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).